Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information/correction h6: health effect - impact code - correction. H6: clinical effect - impact code - additional information/correction.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.